Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise. The physician elected to replace the lead, during the lead replacement procedure, the physician noted lead insulation abrasions near the suture sleeve area. The physician suspected this was the cause of the noise. The physician also noted that the lead had also exhibited multiple noise reversion episodes. The patient was in stable condition before, during and post surgery.